Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they visited to emergency room and then admitted to hospital due to diabetes ketoacidosis and high blood glucose of 400 mg/dl to 500 mg/dl on (B)(6) 2020. Customer's blood glucose was in the range of 400 mg/dl to 600 mg/dl. Customer was treated with the insulin pump and intravenous insulin infusion. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. It was stated that the infusion set cannula was bent. Customer alleged that the insulin pump was under delivering because the auto mode shield, safeguard was off, so she thinks this caused her to go high. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The smartguard feature functioning properly. There is no safeguard feature on the device noted. Device received with pillowing keypad overlay. (B)(4).